Manufacturer narrative:
(B)(4)..

Event description:
The customer reports: they felt the guidewire was atypical/had an extra notch in it that was making it difficult to withdraw. One of the darts malfunctioned and the catheter couldn't get threaded because it was stuck. The resident inserting the a-line had difficulty removing the dart, noting that there was resistance. It seems like the guide wire came apart and formed a hook on the end. The wire was fully removed.